Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high pacing impedance and could not be implanted as the lead fixation was faulty. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable before, during, and after the procedure.

Event description:
New information noted that the right ventricle lead to be implanted during the procedure on 4 september 2020 would not retract or extend.

Manufacturer narrative:
The reported event of high pacing impedance was unconfirmed. The reported event of helix would not retract or extend was confirmed. A complete lead was returned for analysis the cause of helix would not retract or extend was isolated to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.